Event description:
It was reported that while using the syr abg preset 3(1.6) ll 23x1 ce that there was deformed plunger (rubber stopper). The following information was provided by the initial reporter: on (B)(6) 2023, following the doctor's advice, I checked the oxygen content of the patient's arterial blood gas urgently. After the arterial blood was collected, it was found that there was no rubber stopper in the packaging bag. I made a self-made air-isolated rubber stopper and then sent it for inspection. No impact on patient examination.

Manufacturer narrative:
E.4 initial reporter phone #: (B)(6). H.6 investigation summary: material #: 364327, lot/batch #: 2119037. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing components as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing components. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.